Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 366mg/dl on time and date of hospitalization mentioned was (B)(6) 2017. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer also reported that cannula was bent. Customer was advised to revert to back up plan as per hcp¿s instructions. Customer performed troubleshoot for bent cannula and high blood glucose and advised to call back for further troubleshoot. The insulin pump will not be returned for analysis.